Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient experienced syncope and required cardiopulmonary resusitation (CPR) and external defibrillation. The patient was reported to have been in cardiac shock and died after two days. The cause of death has been requested and not received. Additional information received reported there is no allegation by the physician that the death was device related. The ambulance had reported the patient experienced the syncopy due to a tachyarrhythmia of approximately 120 beats per minute.

Event description:
It was reported the patient experienced syncope and required cardiopulmonary resusitation (CPR) and external defibrillation. The patient was reported to have been in cardiogenic shock and died after two days. The cause of death has been requested and not received.